Manufacturer narrative:
Initial and final MDR(B)(4) MDR 8021545-2025-05778 - device 1 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion set cannula kinked event on 06-mar-2025. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was over 200 mg/dl and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information available.